Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited and abrupt high out of range shock impedance measurements. Technical services (ts) recommended further testing. A chest x-ray was performed. The clinical representative indicated that could be related to a dental procedure that occurred in the same day of the reported event, however it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.